Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that during the patient's implant surgery on (B)(6) 2017 it was found that the electrode resistance was too high. As a result the electrode was replaced and a new one used to complete the surgery. It is unknown what troubleshooting was done related to the event, or what the cause of the issue was. No patient symptoms were reported and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the replacement resolved the previously reported high impedances. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1hkw0, implanted: (B)(6) 2017, product type: lead. Upon review of the additional information received, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Coding applies to the lead. Analysis of the lead (lot # va1hkw0) as below. Analysis identified that the insulation was torn under the {x} connector at the proximal end of the lead. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified the outer insulation of the lead was {broken//torn} under the {#0 connector} connector. If information is provided in the future, a supplemental report will be issued.